Manufacturer narrative:
(B)(6).

Event description:
The patient reported through a manufacturer representative that their implantable neurostimulator (ins) pocket was inflamed. It was further reported the ins pocket was ¿inflamed after a couple of times post-operatively. It was unknown whether any external factors had contributed to the issue or whether any diagnostic testing and/or troubleshooting of the issue was performed. The patient¿s ins was explanted as a result of the event, while the leads remained implanted at the time of report. It was noted the issue remained unresolved at the time of report.